Manufacturer narrative:
Batch review performed on 06 november 2020: lot 1901376: (B)(4) items manufactured and released on 05-jul-2019. Expiration date: 2024-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presents with groin pain, 6 months after primary surgery. The surgeon planned to release the psoas tendon to relieve the pain and noticed the cup was loose during the surgery. Cup loosening is the reason for pain. He revised the cup, liner and femoral head.